Event description:
It was reported " presence of moisture inside the packaging." The alleged defect was found prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). Correction to section d.4 from (B)(4) to provide the full UDI. The sample was returned to the manufacturer for evaluation. The manufacturer reported: "10 actual samples were returned for further investigation. A device history record review was performed, and no relevant findings were identified. When reviewing the sample, it is observed that, it has moisture inside the packaging. Based on the visual examination conducted, this complaint is confirmed. Nc will be issued to identify corrective action and preventative action." Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " presence of moisture inside the packaging." The alleged defect was found prior to use. Therefore no patient harm or injury.